Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the hospital for a regular check in and mentioned that he did not feel well a few days prior. Log files were retrieved which showed a pump stop on (B)(6) 2022. It was noted that the patient was connected to the mobile power unit when he was feeling unwell. The log files showed that the speed was restored after the power was switched to 14 volt batteries and the patient felt good again. The controller and mobile power unit were exchanged. Log file analysis showed that the patient was connected to the mobile power unit until there was an atypical loss of external power on (B)(6) 2022 at 11:54:02. The backup battery provided power during this event until 11:56:10. On (B)(6) 2022 at 11:56:24 the power from the backup battery was lost and the system controller was reset causing a pump stop. This event cleared once 14v battery power was connected at 11:56:36. There were no external power alarms at (B)(6) 2022 at 11:57:54 - 11:57:55 and 16:17:43 - 16:17:46 due to the patient disconnecting both power leads simultaneously while on 14v battery power. The backup battery provided support during these events and they cleared once 14v battery power was reconnected. There were also atypical backup battery faults due to circuit faults on (B)(6) 2022 at 14:58:28, (B)(6) 2022 at 11:31:51, and (B)(6) 2022 at 04:03:27 - 04:03:36. These events cleared on their own. Related manufacturer's reference number: 2916596-2022-10638.

Event description:
Related manufacturer's reference numbers: 2916596-2022-10638 and 2916596-2022-13637.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a controller reset resulting in a pump stop; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of the patient not feeling well could not be conclusively established through this evaluation. The submitted log files were reviewed. External power was lost when the patient was connected to the mpu on (B)(6) 2022. The controller's backup battery powered the system until a controller reset was captured, resulting in a pump stop. External power was restored by connection of 14-volt batteries, and the pump restarted. The pump otherwise operated at the set speed without issue. There were no other notable alarms active in the log file, and the pump appeared to function as intended. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.